Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was reformatted and system software and calibration were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported to this event.